Event description:
A customer reported experiencing a skin reaction while wearing the abbott diabetes care device. The customer experienced pain and infection at the insertion site and had contact with a healthcare professional (hcp) who drained and treated the site with cristalmina (antiseptic spray). The hcp also applied dressing at the insertion site and prescribed antibiotic for treatment. There was no third-party treatment provided for the reported issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. Section d4 (primary UDI number) and h4 (device MFR date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the abbott diabetes care device. The customer experienced pain and infection at the insertion site and had contact with a healthcare professional (hcp) who drained and treated the site with cristalmina (antiseptic spray). The hcp also applied dressing at the insertion site and prescribed antibiotic for treatment. There was no third-party treatment provided for the reported issue. There was no report of death or permanent injury associated with this event.